Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of low blood glucose, vomiting and diarrhea resulting in hospitalization on (B)(6) 2025. The high blood glucose reported was 600 mg/dl. The duration of stay was greater than 24 hours. Patient was tested postive for ketones. Patient was treated using carbs. No further information available.